Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic, upper out of range pacing lead impedance was observed. The patient was asymptomatic. No resolution was suggested. The physician plans to just monitor the patient. The patient condition is well.